Manufacturer narrative:
Additional information: (UDI#), (facility name,street1, city, region, postal code), (first name, last name, email address), (phone#). Evaluation summary: the sample was received for analysis and the reported issue was confirmed. An inflation/deflation test was performed using a syringe 25cc of air was applied to the cuff and it was observed that the cuff deflated immediately. Visual inspection was performed, and it was observed the cuff presents a several small cuts. Device history record was not reviewed since the lot number was not provided. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the cuff developed a leak during patient use. The customer reported that removal and reintubation of a replacement tube was required. There was no further incident reported to the patient following replacement.